Manufacturer narrative:
The cause for the discordant hbsag result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A false positive advia centaur xp hbsag result was obtained for a patient sample and confirmed. The result was reported. The patient sample was retested for hbsag and the results were nonreactive. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hbsag results.